Event description:
It was reported that the patient feels stimulation at the tip of lead described as "tingly". The short interval counter is 1418 since last session, indicating oversensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates interference/noise. (B)(4). The analysis also indication that no anomalies were found with device sensing. No episodes of short ventricle-ventricle cycle sensed events are observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.